Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the medline cracked at the luer-lock site and fell to the floor in two pieces after a famotidine infusion and flush, when the rn attempted to disconnect it from the patient's piv . There was no patient impact.